Event description:
Consumer complaint of blood result reading of "lo." Customer just got the meter a few days ago and needs to run the control solution test before using it. Performed a control solution test level 1 (expected range: 32-62) - lo/lo. Attempted to confirm correct control lot 4ac1b71 was provided but customer was unable to verify. Customer was unable to confirm storage of test strips and control solution. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).